Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported during a procedure in the moderately calcified and tortuous proximal left anterior descending artery, a 3.0 x 28 mm xience v stent system was advanced to the target lesion and the stent was deployed. A proximal edge dissection was noted and a 4.0 x 28 mm xience v stent was deployed to cover the dissection. There were no adverse patient sequelae and no clinically significant delay. Cine review noted that after the stent was deployed, it had poor wall apposition at the proximal to mid section. Post-dilatation was performed and a dissection occurred. Thrombus was noted. Additional dilatation was performed and the thrombus resolved. An additional stent was then deployed in the distal left main and proximal circumflex arteries; however, it was noted that the stent was not fully expanded. Additional post-dilatation was performed in the left main to circumflex arteries and left main to left anterior descending arteries, followed by kissing balloon inflations. Stent expansion was improved. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es; guide cath: jl4; stent: xience v 3.0x28. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.